Event description:
It was reported that approximately two days post a device change out, there was a five second pacing pause observed on the patient's holter electrocardiogram. No pacing and over sensing were also noted on the right ventricular (rv) lead when the patient moved arms. A lead fracture at the subclavian site was suspected from the chest x-ray. The rv lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).